Manufacturer narrative:
The fse evaluated the device onsite. After reconnecting and charging the battery for over 20 minutes, it started to function normally. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a user error. The reported problem is confirmed.

Manufacturer narrative:
Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had battery fault. There was no patient involvement. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.